Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon was impacting the glenosphere with the comprehensive impactor, the impactor fractured. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
UDI: (B)(4). Visual examination of the returned product identified that the strike plate had fractured at the thread and the threaded portion remained in the handle. The device has a potential field age of 5 years. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.